Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed in the lab. The results of a sample evaluation revealed a crack in the minicap. The results of a batch review revealed no defects during the manufacturing process. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A package was received at baxter healthcare containing a cracked minicap (lot gd879189). The package was delivered to the proper baxter facility along with the nurse's name and contact information. This package was then shipped to the appropriate location for evaluation and product surveillance was notified of the damaged minicap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The registered nurse (rn) stated they could not provide the name of the patient. The rn stated the patient is not currently a peritoneal dialysis (pd) patient, but will be soon. The rn stated they discovered the cracked cap when they were removing the hp's catheter. The crack was approximately - of its way down the cap. The rn stated they spoke to product surveillance regarding a separate issue involving difficulty they had with tubing and they were sent a package to return the tubing in. The rn included the broken cap in the package along with the tubing and returned it to baxter. The rn stated the hp did not have any injury or medical intervention. The rn had to end the call at the time, but was willing to be contacted again.